Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had needle retraction failure. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
DHR and qn; reviews could not be conducted as a lot number and was not provided for this reported incident. Unit: received one used insyte autoguard bc IV catheter unit which was without packaging and consisted of the needle/adapter assembly fully retracted within the safety shield (barrel) and the protective needle cover intact. There were traces of dried media present within the needle and barrel. Photos; were also provided for this incident which revealed similarities of condition to that of the returned unit. The photos also revealed; the button was completely depressed and the spring was bound at the end of the needle within the grip/barrel. Observations and/or testing; was conducted on the provided photos and unit for the failure of needle retraction failure as stated in the pir. Visual/microscopic examination (method-n/n): unit: the button was completely depressed. Although the needle was fully retracted: the spring was observed to be bound near the tip of the needle within the grip/barrel which could have restricted the needle from retracting and detained the spring from fully releasing in the clinical setting. Performed functional test (needle retraction): attempted to push the needle to the out position and reset the activation button: the needle pushed out, yet the hub of the needle slightly pushed through the grip taking some of the spring with it. Observed that more spring came up through the grip barrel and the spring remained bound, this restricted the button to be reset. Therefore a simulation of needle retraction could not be conducted. Note: it was evident that the needle retraction failure resulted from bound spring (manufacturing process related). Confirmation of needle retraction failure, as stated in the pr, was conclusive based on the observation and testing conduced on the used unit and photos provided for this incident. Although the unit and photos revealed the needle was fully retracted, the button was fully depressed and the spring was bound which could have inhibited the needle from fully retracting. Confirmed the bound spring was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect.

Event description:
It was reported that a bd insyte autoguard bc shielded IV catheter had needle retraction failure. There was no report of exposure, serious injury or medical intervention.